Manufacturer narrative:
Correction: e1 (country was changed to pr. Street 1 and postal code were removed), e4 should be no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection, at the time of entering the cavity, the jaw of the radial refill remained closed and could not be opened. The device was replaced with another radial refill. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egiaradxt, egiaradxt radial blk ext thick reload (lot#: n4b1860y); sigphandle, sig power sigphandle handle (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.